Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further damages, in particular the fractured conductor cables in the area of the yoke,most likely occurred due to tensile forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 16 months, oversensing with inappropriate shocks was reported. The lead was extracted but not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.